Event description:
It was reported to philips that the ECG cable is not functioning, the self-test was not passed. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the ECG cable was not functioning, and the self-test failed. The rse evaluated the device remotely and determined that the ECG cable was not functioning, and self-test failed due to malfunction of the ECG leadset. The ECG leadset was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of the ECG leadset. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The ECG leadset was replaced and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.